Event description:
It was reported that ¿beginning two days¿ prior to report, the patient could ¿no longer feel stimulation on the left side, he could only feel it on the right side.¿ it was further reported the patient as in pain at the time of report. It was stated the patient ¿tried to increase and decrease and this did not help on the left side.¿ it was noted the patient did not have different groups he could change to. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 74002, lot# n244869, implanted: 2010 (B)(6); product type adapter product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3998, lot# j0444162v, implanted: 2004 (B)(6); product type lead product ID 748940, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 748940, serial# (B)(4), implanted: 2004 (B)(6); product type extension (B)(4). It was noted at the time of report the patient resided in (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient's implantable neurostimulator (ins) failed and he has needed a replacement for over one year for pain.